Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be a transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occured. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. A review of the share logs was performed and no transmitter failed error was found within the investigation window a probable cause could not be determined. No injury or medical intervention was reported.